Event description:
The patient's family member called lfs on patient's behalf alleging that their one touch ultra meter was reading inaccurately high. In 2004 the patient was taken to the physician's office because they started feeling sweaty, dizzy and nauseated after testing their blood glucose level. The patient's family member reported a blood glucose result of 101 mg/dl with the lifescan meter prior to the onset of their symptoms. No actions were taken following the use of the meter. Within 10 minutes later, a 252 mg/dl was obtained on a laboratory device. Between the tests there was no intervention that would be expected to change the blood glucose. Based in statistical methodolog, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunctioning of the meter in terms of accuracy. Patient was treated with insulin and oral medication. The customer service representative confirmed that the patient was using correct testing techniques. Quality control testing could not be performed, as the patient did not have the test strips. Senior medical affairs specialist mailed a letter since the patient could not be reached. The patient's family member did not allege harm. There is little indication to suggest that the patient experienced injury or medical intervention due to the meter. There is no indication that the product malfunctioned or that the event meets the criteria for a medical device reportable. No products were replaced.